Manufacturer narrative:
Corrected data: date of report to: "19-nov-2018" in the initial MDR, (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.5/+3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
Corrected data: date of report-corrected from (B)(6)2018 to (B)(6)2018 in the supplemental MDR#2. Claim #(B)(4).

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. Claim#: (B)(4).